Event description:
A (B) (6) male clinical patient with congenital abnormality was implanted with an acticon device on (B) (6) 1998. On (B) (6) 2009, patient said his action was "removed because of great complications and original incorrect activation of device"; patient was vague about when the device was removed "can't remember" and also evaded questions as to what doctor and what hospital with another "I can't remember." Patient has a history of drug abuse, and it is uncertain if the device was removed or not. Patient also stated, he was in great pain and wanted names of other physicians, implied he was interested in getting a new device. No further information provided.

Manufacturer narrative:
Additional catalog #s: 72402105, 72402287. (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.